Event description:
Additional information received reported in the reporter¿s experience, ¿99% of all patients and accounts refer to a simple pump replacement as a ¿failed pump¿ ¿stalled pump¿ ¿dead pump¿ or ¿pump that quit working¿. This was the terminology many used for planned non-even end of life and elective replacement indicator replacements¿. It was noted the reporter had not been referencing an actual pump or incident and was giving examples of potential reasons for rumors and asking to verify history to make sure there wasn¿t one. It was later reported the ¿backfill¿ the reporter referred to actually meant ¿back log¿. The reporter had been inquiring if there was a way to check on the ¿back log¿ of complaints on a 13 year old pump. The reporter had not been reporting an actual event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, ¿I don¿t know if a backfill happened or if it was just a battery and the pump was thirteen years old and died, and they called that a pump problem¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).